Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was double clicking. The customer reported that the failure in storage space was causing delays in the medication dispensing process for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch switch on door was defective. The field service engineer replaced latch switch to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.